Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: internal safety meter mechanism error. Manufacturer contacted customer with follow up phone calls to know customer still has symptoms of tiredness; on (B)(6) 2016, the customer stated that felt better than the initial call date, but not completely better. The customer stated he still felt tired, but was now unsure if it was related to his diabetes. The customer stated he did not have any medical intervention since the last call. On (B)(6) 2016, customer stated that feels well and the new product replacement resolved the initial issue;customer is comfortable with the new meter glucose readings.

Event description:
Consumer reported complaint for e-4 error. The customer's expected fasting/non-fasting blood glucose test result range is undisclosed. At time of call on (B)(6) 2016, the customer felt tired and that customer may felt it because the blood sugar might be high. The customer was advised to seek medical attention, customer denied need to seek medical attention at time, and stated that would seek medical attention if the symptoms worsened. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage is undisclosed. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).